Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s other blood glucose was 300 mg/dl, 358 mg/dl. The customer reported that there was no deliver alarm. Troubleshooting was done for no delivery alarm. The issue was resolved by changing complete set change. The insulin pump will be and reservoir will not be returned for analysis.